Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15009. The patient underwent a procedure for a permanent scs system on (B)(6) 2014. Postoperative programming was unable to provide effective stimulation coverage. It was determined the left lead was implanted anterior to the spinal cord. Additional surgical intervention was then undertaken during which the physician repositioned the lead. The patient reported effective stimulation coverage postoperative. It is unknown which lead is the left placed lead; therefore both leads are being reported.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.